Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was failed mixing pump. The DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device would not heat . During functional testing the device did not heat past 17c. Biomed stated that they would use the service manual to check the resistance of the heating elements and replace the heater if they needed. Per additional information received via mail on (B)(6)2024, it was reported that the biomed stated that the arctic sun device would not cool and also required a new mixing pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that biomed stated that the arctic sun device would not heat. During functional testing the device did not heat past 17c. Biomed stated that they would use the service manual to check the resistance of the heating elements and replace the heater if they needed. Per additional information received via mail on (B)(6) 2024, it was reported that the biomed stated that the arctic sun device would not cool and also required a new mixing pump.